Event description:
A company representative reported that a capri inserter, capri inserter inner shaft, and capri non-tapered driver were damaged during surgery. The surgeon malleted the inserter into the patient which caused deformation on the proximal end of the capri inserter (mallet marks) and deformation on the distal end of the capri inserter inner shaft. Images provided indicate the distal end of the capri non-tapered driver is also deformed. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This record captures the capri inserter inner shaft.

Event description:
A company representative reported that a capri inserter, capri inserter inner shaft, and capri non-tapered driver were damaged during surgery. The surgeon malleted the inserter into the patient which caused deformation on the proximal end of the capri inserter (mallet marks) and deformation on the distal end of the capri inserter inner shaft. Images provided indicate the distal end of the capri non-tapered driver is also deformed. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This record captures the capri inserter inner shaft.

Manufacturer narrative:
A visual inspection was performed on the device and the reported issue of inserter damage and inserter inner shaft damage was confirmed. The proximal end of the inserter and the inserter inner shaft exhibits severe mallet marks indicating that excessive force was applied to these devices during implant insertion. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trend was observed. The device was inspected prior to the procedure and no damage was noticed. Hence, the cause of the reported event is application of excessive force by the user causing device deformation.